Manufacturer narrative:
This supplemental report is being submitted upon availability of related manufacturer report numbers. B4, g3, g6, h2, and h11 have been updated. The additional information is provided in h10.

Event description:
Through review of the medical article "imaging characteristics and clinical outcomes of hemodialysis vs. Non-hemodialysis patients undergoing transcatheter aortic valve replacement: a japanese single-center experience", baseline characteristics and outcomes up to 1 year were compared between esrd-hd patients and non esrd-hd patients. 287 patients who underwent tavr with the sapien 3 between february 2021 and january 2023. Of 287, 59 were esrd-hd patients and 228 were non esrd-hd patients. The following event was identified: post-procedure following a transcatheter aortic valve replacement with a sapien 3 valve, one patient presented with severe patient-prosthesis mismatch.

Manufacturer narrative:
The dates of the events are unknown; however, according to the article the study period was from 2021-2023. For this reason, the first day of the reported study period (january 1, 2021) was used. Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. The IFU cautions that incorrect sizing of the valve may lead to residual gradient (patient prosthesis mismatch). Patient prosthesis mismatch (ppm) has typically referred to a situation in which the effective valve area after surgical valve replacement is less than that of a normal human valve. In the aortic position, severe ppm is defined by an indexed effective orifice area of <0.65 cm2/m2, and the incidence of severe ppm after surgical aortic valve replacement ranges between 2% and 20%. Literature review suggest that predictors of ppm after surgical aortic valve replacement include older age, female sex, hypertension, diabetes mellitus, renal failure, larger body surface area, larger body mass index, and the utilization of a bioprosthesis. Furthermore, the presence of ppm is prognostically important because ppm results in higher valve gradients and increased perioperative and overall mortality. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment. The IFU cautions that residual mean gradient may be higher in a ''thv-in-failing prosthesis'' configuration than that observed following implantation of the valve inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The details of the event were obtained through an article and do not provide sufficient information to determine a root cause, which may be related to the mechanism and/or factors mentioned above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. This is one of seven manufacturing reports being submitted for this case. Additional report numbers to be determined and provided in h10 following their submission.